Event description:
The cordless driver handpiece was returned to stryker instruments for evaluation due to allegedly overheating during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Manufacturer evaluation could not duplicate the reported overheating, however the motor was observed to be worn and corroded which can cause or contribute to overheating.